Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 9 mmol/l. Advised customer to manually push plunger to see if insulin exits the tubing. Customer states insulin did not exit the tubing. Customer states they had another reservoir for testing. Customer stated changing the reservoir resolved the issue. Advise customer to return the reservoir. The device will not be return for analysis.